Event description:
It was reported that on (B)(6) 2011 the patient presented to the clinic with diaphragmatic stimulation. The left ventricular (lv) lead was turned off. On (B)(6) 2011, x-ray revealed lv lead dislodgement. The patient declined a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.